Manufacturer narrative:
(B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2000 ohms, noise, oversensing and inappropriate anti-tachycardia pacing (atp) therapy. A procedure was done in which the rv lead and extender were explanted. The extender had been utilized in this abdominal implant. A new rv lead was implanted. No additional adverse patient effects were reported.